Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for improper printing with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that a 2ml, 13mm x 75mm bd vacutainer® k2edta tube had misprinted information. No medical intervention or injury reported.